Event description:
New information received stated that the recommended programming changes were made to addressed the post paced t wave oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. The transmission showed the implantable cardioverter defibrillator exhibiting non-sustained ventricular oversensing due to t wave oversensing. No changes were made at this time. The patient was in stable condition.